Event description:
This PICC was inserted as a replacement for a previous PICC that had been noted to leak from an external portion of the catheter. The new PICC was inserted 7/31/97 and was found to be leaking from an external stress point on 8/3/97. This catheter was removed and replaced with a new PICC.